Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2015, a 2.50x20mm promus premier¿ stent was implanted in the left anterior descending artery (lad) with good results and 0% residual stenosis. The patient was then discharged. In (B)(6) 2015, the patient presented with stent thrombosis in lad and according to physician, the patient was non-compliant with medication. The lesion was then treated with thrombectomy and implantation of a 2.75 x 28mm promus premier monorail stent. No further patient complications were reported. On the following day, the patient signed an against medical advice (ama) form.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).